Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter. The customer reports that the device pierced at the distal level under the connection, when the nurse injected antibiotics into the baby.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield product monitoring requested additional information on (B)(4) 2013. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.